Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) treated a ventricular tachycardia (vt) with a rate of about 150 beats-per-minute despite the rate being below treatment range due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed the episode. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) treated a ventricular tachycardia (vt) with a rate of about 150 beats-per-minute despite the rate being below treatment range due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed the episode. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) treated a ventricular tachycardia (vt) with a rate of about 150 beats-per-minute despite the rate being below treatment range due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed the episode. The s-ICD system remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system delivered more inappropriate shocks due to double counting of a wide morphology complex. Ts suggested reprogramming options as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.